Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 420 mg/dl. The current blood glucose was 360 mg/dl. Customer treated high blood glucose with injection and bolused through the pump and still it did not go down. Customer¿s blood glucose was going down from 360 mg/dl and it showing a low battery. Based on customer report customer does not allege pump was under delivering. Assisted with performing the high pressure test which was passed. Customer advised to change entire set, reservoir and insulin and treat per healthcare professional instructions. The insulin pump will not be returned for analysis.